Manufacturer narrative:
(B)(4). The initial MDR was filed as manufacturer's report # 3007566237-2011-09213. Additional review indicated the correct manufacturing site was site # 3004209178.

Event description:
It was reported that the device was explanted due to infection; device returned and analyzed.

Event description:
Additional information: it was clarified that the patient's pump administered lioresal, with the last refill having occurred approximately on (B)(6) 2011. The infection was diagnosed in (B)(6) of 2011. The patient did not have meningitis. It was indicated that the infection occurred greater than 12 months after a prior surgical procedure; and contamination was suspected during a difficult refill one month prior to presentation. The primary location of the infection was at the device pocket. A positive culture was determined from fluid that was aspirated from the pump, during evaluation for persistent fever. No fluid was drawn from the device pocket. The type of organism cultured was (B)(6). The patient was treated with intravenous antibiotics, and their total device system was explanted. The infection resolved, however the patient experienced the following drug withdrawal symptoms: tachycardia, and pruritus. Debilitated status was noted as a risk factor that applied to the patient's status prior to implantation of their device.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2010, explanted: unk. Final analysis of the pump revealed no anomaly, normal device function. Drug delivered via the device per analysis was baclofen 2000mcg/ml.